Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The act button is not responding. The customer attempted to change the battery, but the issue was not resolved. The blood glucose reading was 117 mg/dl. The insulin pump was sprinkled with rain, but it was not submerged. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no display ramping on its own anomaly noted. The unit was received with minor scratches on lcd window. There were no traces of moisture noted at electronic or motor assemblies per visual inspection.